Event description:
Externalized conductor was found between the svc and rv coil via x-ray. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Based on review of the cine by sjm, externalized conductors were not observed.